Event description:
Philips received a complaint by the customer on the v60 indicating that the unit is powering on by itself. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that the unit was unplugged in the equipment room and found to be powered on by itself. The customer also stated they were unable to turn off the unit via power switch. The biomed was able to replicate the issue and confirm that the unit cycles on alternating current (ac) and battery power. The rse then advised the customer to replace the user interface (ui) printed circuit board (pcb) with a minimum 2.10 software and power switch overlay to resolve the issue. The customer replaced the ui pcb and power switch overlay to resolve the issue. The customer replaced the customer replaced the ui pcb and power switch overlay to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.